Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The system controller was connected to the equipment in the manufacturer's lab and the reported event was confirmed. The black cable was maneuvered and the power cable disconnect alarm became active. The black power cable was then stripped at the connector end revealing a broken inner conductor. In addition a second inner conductor wire was found to be kinked and exposed. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing unexplained low voltage alarms. The system controller was swapped out with another system controller and no further problems were reported.